Event description:
The stryker core reciprocating saw was sent in for repair and it overheated during testing. No adverse consequence was associated with the device.

Manufacturer narrative:
During quality investigation, corrosion damage was noted within the internal components of the device. Corrosion damage to the front housing assembly was identified as the probable cause of the failure. The presence of corrosion between moving parts can result in increase friction leading to overheating. Corrosion damage is known to occur over time due to repeated autoclave cycles and improper sterilization methods. The device was repaired and returned to the customer.